Event description:
The catheter separated during removal from the ureter. The wire guide had been removed prior to the removal of the catheter. The separated section was retrieved successfully by the physician.